Manufacturer narrative:
The event of dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: dehiscence.

Event description:
Healthcare professional reported "dehiscence at right breast vertical incision ." This record is for the right side. The device remains implanted.

Manufacturer narrative:
This record is no longer reportable and information is now being reported in the operative record under manufacturing report number : 9617229-2025-10938.

Event description:
This record is no longer reportable as it is a duplicate.